Manufacturer narrative:
Additional information: device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows half a lens and a dent like mark was observed on the optic. Since no product has been received, no further evaluation was performed. Conclusion: the complaint issue "cosmetic issues" was not identified during photo evaluation. The observed "lens damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon had noticed a scratch/divot on the preloaded intraocular lens (iol) once it was implanted. The lens was subsequently cut out removed and replaced with another lens in the same procedure. The tech didn¿t notice anything while advancing but the surgeon said he did notice some resistance when he begin advancing the plunger and the divot was only noticed once implanted. No other information is available.

Manufacturer narrative:
Section a2, a3, a3b, a4 and a5: unknown/ asked but not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. H3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.